Manufacturer narrative:
Migration occurred at henry ford hospital in detroit, with loay kabbani, md (vs) as the primary operator and vs fellow hani ghandour, md. The patient previously had left carotid-left subclavian bypass and tevar with proximal end of the endograft almost, but not completely, covering the left subclavian artery (lsa). Dr. Kabbani's intention was to thrombose the proximal left subclavian artery. After left radial access was obtained, an angiogram was performed and a terumo 6f r2p destination slender sheath was advanced to the proximal left subclavian artery. An azur cx35 10mmx19cm detachable coil was deployed in the most proximal segment, abutting the endograft. At this point, the risk of migration was discussed between mike clough (smm) and dr. Kabbani, but dr. Kabbani was confident that flow in the vessel was stagnant based on the tevar graft position, the azur coil in place, the bypass graft location, and the angiograms. He also stated that in the event the plug did move distally, the sheath would obstruct its path. A single imp-fx-12 plug was then deployed through the destination sheath and into the proximal lsa. It was stationary for several seconds but then migrated slowly distally until it stopped about four centimeters downstream, just beyond the takeoff of the left vertebral artery and a few centimeters proximal to the anastomosis of the carotid-subclavian bypass. Dr. Kabbani left the terumo sheath in place for five minutes to allow the plug to expand and prevent further migration. Additional angiograms were shot with different obliquities to assess the plug's location, relative to the vertebral artery. He determined that the plug was mostly distal to the vertebral artery, but that a small amount of the polymer may have overlapped the vertebral ostium. After unsuccessfully attempting to snare the plug with a 9-15mm merit en snare, dr. Kabbani pinned the plug against the vessel wall using a 9mmx40mm cordis smart stent. Catheters were removed, and the groin was closed using perclose. The patient awoke in stable condition and was transferred to the ICU for overnight monitoring. Only the imp-fx-12 plug was manufactured by smm. It was confirmed on 06/12/26, four days after the original procedure, that no adverse reactions had been reported and that the plan was continued inpatient observation overnight, with anticipated hospital discharge the following day. Original treatment was embolization of a subclavian artery endoleak following tevar. Ifu1354 (impede-fx us only) states under intended use, "the impede-fx embolization plug is indicated for use with the impede embolization plug to obstruct or reduce the rate of blood flow in the peripheral vasculature." In this case, the impede-fx embolization plug was used alone, without the impede embolization plug. Additionally, under precautions, the IFU states, "physicians should exercise clinical judgement when using the impede-fx embolization plug in anatomy that may lead to unintended device placement and/or movement (i.e. High flow vasculature, large luminal vessel diameter)."

Event description:
During a case to thrombose the proximal left subclavian artery on 06/08/2026 at henry ford hospital, the physician implanted an imp-fx-12 plug into the proximal left subclavian artery. During the procedure, it was found the device had migrated distally (downstream past the left vertebral artery), which partially overlapped the vertebral ostium. The physician attempted to snare the device but was unsuccessful, and subsequently pinned the imp-fx-12 plug against the vessel wall using a stent. No serious clinical event occurred to the patient, no adverse reactions were reported, and the patient is stable.